Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "door broken". This condition had the potential to interrupt delivery. It is unknown when this event occurred or which department the event occured in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a "door broken" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be mishandling. Replaced the pump head door, occlusion detectors, and the door latch to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the quality engineer has identified physical damage on the pump head door as the assignable cause. The occlusion sensors were also calibrated to correct the reported condition. Corrected data: the quality engineer has determined that the cause was not attributed to user error. Should additional information become available a follow-up medwatch will be submitted.